Event description:
The facility's purchasing department reported an infusion pump with an 810:04 failure code. This failure did not occur during pt use, and there have been no reports of any pt incident since the last baxter service event. The pump programming and set-up info was not known.